Event description:
Clinic director requested machine verification due to patient incident. While on treatment, patient coded. CPR was administered and patient died.

Manufacturer narrative:
Gambro technician evaluated the machine. Machine completed t1 test sequence properly. Machine flow rate, conductivity & temperature met required parameters & matched 90dx. Verified venous & arterial pressure sensors functioning correctly. Machine passed hdbpm accuracy test. Performed 15 minutes of simulated treatment with blood sensor active without problems. Verified abd functioning correctly. Verified proper uf function. Found machine performance met manufacturer's specification. Completed adr bleach cycle. Machine ok to use. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.